Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was not returned to olympus for evaluation. However, during the investigation, a device from a different lot was tested, and it was confirmed that after pulling the suction tube connected to the suction valve and rotating the suction valve, the device detached from the endoscope. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was determined that when the suction tube connected to the suction valve was pulled, and the suction valve was rotated, the suction valve unintentionally detached from the endoscope. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿9.6 removing the suction valve from the endoscope: 1. Rotate the suction connector clockwise with your thumb. 2. Remove and discard the suction valve.¿ this supplemental report includes a correction to d8, e1, and e3 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the suction valve on the scope popped off. The suction valve was properly attached, but the coil/spring broke due to the suction line pulling the valve. The solution to the issue was getting a new valve, which delayed the procedure by less than 10 minutes. The issue occurred during bronchoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to d2 from the initial medwatch.